Event description:
When transporting the bi-ventricular assist device (bi-vad) pt from the or to ICU, the dual drive console (udc) stopped. The pt was hand pumped until they got to the ICU and the driver was plugged back in. The pt remains on bivad support.